Event description:
It was reported that during reprocessing, a foreign material found exiting from the device channel. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
(B)(6). The subject device was not returned for evaluation. In communication with the customer, the following information conveyed: "ch-tube (channel) was clogged by the foreign material, which has been solved. Now the subject device is used as normal which would not be returned to rc (repair center china) ". According to the report, it was confirmed that "the user did not pay attention to it during use but found the fault during reprocessing. The head nurse stated she did not know the specific situation and, therefore, it is impossible to determine how long this foreign material has been clogged in the endoscope. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a definitive root cause could not be determined. However, it is likely that the previous reprocessing was incorrect, then foreign material remained in the biopsy channel. The following is included in the instructions for use (IFU) and may have helped prevent the event: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." "Brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.